Manufacturer narrative:
(B)(4). Date sent: 1/3/2018. Only event year known: 2017. Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, bleeding occurred since the deployed clip was stuck in the track inside the jaws and damaged the blood vessel when the device was removed. Eventually, it took about 30 minutes to stop bleeding. The amount of bleeding was unknown. No blood transfusion was performed. Another device was used to complete the case. There were no adverse consequences to the patient.